Event description:
Information was received from a manufacturer's representative (rep) regarding an implantable neurostimulator. The reason for call was the caller reported that the patient told them that the device has not worked for years. The caller did not know the exact date when the device stopped working. The patient had an MRI a year ago on (B)(6) 2025. Caller wanted to know how to confirm eligibility for an MRI. Agent reviewed MRI guidelines with the caller and redirected the caller to the patient's healthcare provider to further address the issue. Additionally, the patient reported they hadn't used their implant in 5-6 years because they were taking pain meds and didn't need to use the stimulator. Patient said now that they were off of the medication, they wanted to use the stimulator again, but they needed an MRI and their insurance approved it, but the MRI facility wouldn't do it because they needed a note saying they could give the MRI because the device was dead. Patient tried to contact their old pain management doctor, but they retired. Patient mentioned they found the recharger and plugged the controller in 2 nights ago and charged the controller, and it said the implant did not work because it hadn't been charged. Patient's wife, a nurse, turned the controller on but stated their settings may have been 'wiped' because they no longer could see groups a, b, or c. Patient stated they tried to charge the implant last night for two hours but it did not charge. Patient did not have equipment with at the time of call for troubleshooting. Patient will call back for further assistance in charging implant, then MRI mode. Patient mentioned they need an abrasion. No symptoms were reported.

Manufacturer narrative:
B3: event date is not known. Please see b5 for approximate date range, if applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.